Event description:
A falsely depressed troponin I result of 0.07 ng/ml was obtained on a patient sample after an initial result of 32.4 ug/ml. The result was reported to the physician. The sample was retested on an alternate instrument and results of 29.9 and 30.1 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I was conjugate splash from misaligned or clogged wash probes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I was conjugate splash from misaligned or clogged wash probes. A dade behring field service representative was dispatched to the account and performed general maintenance on the instrument. The instrument is operating within specifications.